Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event occurred on an unknown date involving a clave¿ neutral connector where the reporter stated that there was leaking (blood and or fluids) at the connection between the IV catheter and the blue clave. Additionally, the customer stated that the problem was using the bd insyte autoguard with the ICU medical b3300. The leak was taking place right at the connection of both once twisted together. The customer also stated that it was very difficult to turn (twist) the b3300 into the autoguard threads and once in, it is almost impossible to remove it like it is stuck. They are finding complaints in cancer care with chemo leaking. Due to patient safety, they cannot use the 60 cases due to this serious problem. There was unknown patient involvement but no patient harm.

Manufacturer narrative:
Received the following: one (1) used list# b3300, clave¿ neutral connector; lot# 14029184. One (1) used list# unknown, catheter; lot# unknown. Two (2) new list# b3300, clave¿ neutral connector; lot# 14029184. Two (2) new list# unknown, bd insyte autoguard 24 ga x 0.75 in; lot# 4080062. Two (2) new list# unknown, bd insyte autoguard 22 ga x 1.00 in; lot# 4101330. No damages or anomalies were observed on any of the samples. The reported complaint of a leak could not be confirmed. The catheters and male luers were found to be iso compliant, easily removed, and no leaks were observed during testing on the used or new samples. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.